Manufacturer narrative:
Correction-section d-suspect medical device was updated to reflect the correct device information. Information requested, but not yet received. The unique device identifier (UDI) is unknown because the lot number was not provided.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the scs system was explanted to address the issue.